Event description:
During surgery, bovie stopped working and began flashing 165. New bovie was attached and surgery continued. Old bovie taken out of service. Clinical engineer tech tested unit, could not duplicate any issues, all functions worked properly. Code "165" error code does not exist in the manual. Returned to service.